Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) display was flicking intermittently. The unit was reset and checked and under observation for one hour with no further issues to the display. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional contact details: event site address- (B)(6).